Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 115 mg/dl at the time of incident. The customer stated that she had another pump that alarmed motor error and will be replaced. Troubleshooting for the button error determined that the pump needed to be replaced but the customer declined as she will be receiving a cot pump for the other pump that alarmed motor error. The insulin pump was not returned for analysis.